Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and scratched lcd window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 208mg/dl. Advised insulin pump would be replaced. No add'l info was provided.